Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons had a delayed response and required multiple presses to engage. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported unresponsive keypad issue. The keypad was intact and was removed for investigation. Evidence of contamination was found under all key contacts.